Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No additional complaints have been reported for this lot number previously. Investigation summary: based on the evaluation of the returned sample the reported fracture of the outer sheath and the subsequent impossibility to deploy the stent graft were confirmed. The stent graft was found to be loaded in the delivery system and the outer sheath of the delivery system was found fractured. The condition of the device, in particular significant elongation of the outer sheath near the fracture site indicates that high friction forces occurred during the attempt to deploy the stent graft. As a result of the investigation performed the reported event was confirmed. However, based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." And "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.'

Event description:
It was reported that the outer sheath of a stent graft delivery system fractured during the procedure. The healthcare provider replaced the introducer and the vascular stent graft to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. Accordingly, this event has been determined to be MDR reportable. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure the outer sheath of the device allegedly broke. The healthcare provider replaced the introducer and the vascular stent graft to complete the procedure. There was no patient injury reported.